Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. For the no audible alarm, a trend has been identified and a corrective and preventative action has been opened to address this issue. For the screen/display issue, liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. There was no patient involvement. On (B)(6) 2018 service noted that the pump's screen was illegible and scrambled when powered up on ac power. On (B)(6) 2018 a service tech found that there were no audible tones during startup.